Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the customer, that the cs100 intra-aortic balloon pump (iabp) unit displayed "autofill failure where 5000 hours pm kit and safety disk need to be replaced. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk (0997-00-0985-01), 5000 hours pm kit (0040-00-0147) and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check by the customer, that the cs300 intra aortic balloon pump (iabp) unit displayed "autofill failure". There was no patient involvement.